Manufacturer narrative:
The event occurred in (B)(4). Caller did not provide product information for the aviva nano system.

Event description:
Customer reportedly received results of 11.0 mmol/l (17:02) and 17.1 mmol/l (17:07) on the mobile system. Customer re-tested on an aviva nano and received results of 5.4 mmol/l (17:08) and 3.7 mmol/l (17:17). No adverse event reported. Requested return of suspect device and replacement was sent.